Manufacturer narrative:
Method: device was not returned; followed up with company rep.

Event description:
It was reported that a post market clinical study, pt underwent an x-stop procedure at level l4/l5. On (B)(6) 2010, approximately 2 yrs post procedure, the pt fell and sustained a compression fracture at level l5. MRI indicated a "203 broad based disc bulge at level l5/s1. Moderate compression fracture of l5 with retropulsed bone into the central canal arising from the posterior superior aspect of l5. Edema at l5 consistent with the compression fracture. There is susceptibility artifact posteriorly at level l4/l5 consistent with probable posterior fusion hardware." Reportedly, the pt underwent a balloon kyphoplasty procedure at level l5 on (B)(6) 2010. It is unk if the pt had the x-stop device explanted. No additional info was reported.